Event description:
It was reported that "chief of anesthesia states that she did not receive a flashback of blood in the dart catheter plastic portion or in the tubing. The device was used under ultrasound guidance. Us confirmed arterial access and needle located in the center of the vessel. Upon removal of the needle and wire, pulsatile blood flow was present and arterial line remained in patient for monitoring. Inserter states "this has been happening for quite a while". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2026-00113.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "chief of anesthesia states that she did not receive a flashback of blood in the dart catheter plastic portion or in the tubing. The device was used under ultrasound guidance. Us confirmed arterial access and needle located in the center of the vessel. Upon removal of the needle and wire, pulsatile blood flow was present and arterial line remained in patient for monitoring. Inserter states "this has been happening for quite a while". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2026-00113 and 9680794-2026-00134